Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/12/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed multiple replace battery alarms. A battery compartment crack was observed. The battery cap top was damaged. The cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specification. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.